Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the reported event could not be determined. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were identified during the investigation. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause pain during insertion or a failure of the pod¿s ability to deliver insulin. The soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 288 mg/dl while wearing the pod between 4 and 24 hours. Patient felt pain to the touch and realized the cannula dislodged from the infusion site (abdomen); upon removal, the cannula was also found bent. As treatment, a new pod was applied.